Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg had depleted and non functional. It was also noted that patient was having difficulty charging ipg and experiencing inadequate stimulation. The patient underwent an ipg replacement procedure wherein an MRI compatible ipg was implanted. The patient was doing well postoperatively. The explanted ipg was not returned.